Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking device is confirmed; however, the exact cause is unknown. One video of a 20ga powerloc infusion set was returned for evaluation. An initial visual observation of the video showed the device being infused and liquid leaking near the point where the needle attaches to the needle housing. The safety mechanism was not activated. No damage could be seen on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage found during tube flushing. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause could not be determined. One 20g x 0.75in powerloc infusion set was returned for evaluation. An initial visual observation revealed use residue on the sample. The safety mechanism was not engaged. When the sample was pressurized and flushed with dye water, no leaks were observed. The reported issue could not be reproduced, as no leaks were found in the infusion set during testing. However, the complaint was confirmed based on the video provided by the customer. An initial visual observation of the returned video depicted the infusion set was being flushed with a clear fluid. The clear fluid was observed to be leaking from the needle shaft in the video; however, the safety guard was still on the needle shaft which made it difficult to discern the exact location of the leak. The leak could not be replicated during functional testing of the returned sample. Therefore, the cause of the leak is unknown. This complaint will be recorded for future trending and monitoring purposes.